Event description:
It was reported that during an implant procedure, the lead component of the implantable neurostimulator (ins) system would not produce any sensory or motor responses when tested with the 4 electrodes. The physician then implanted a new lead which achieved good results and noted that the patient was getting the desired motor/sensory responses using the foramen needle. No patient injuries were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v872640. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.